Manufacturer narrative:
Following one unit received, made a visual inspection and no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of unexpected sensor alerts/alarm, led and communication anomalies is not confirmed, transmitter is working as expected. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. Troubleshooting was performed. Customer requested to run tester procedure for the transmitter. Led light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned.